Event description:
This 64 year old female had a pacemaker implanted in 1991. It was determined the lead was an advisory atrial lead with a high risk of perforation. Fluoroscopy demonstrated a large segment of support j-wire extruded from the proximal ring of the electrode. The lead was successfully removed without surgical intervention.